Event description:
It was reported that the catheter was unable to pace from the beginning. Another catheter was used and problem was solved. There were no patient complications.

Manufacturer narrative:
Customer report was confirmed. The proximal electrode exhibited a full open condition at the tip. Distal electrode was continuous. There was no visible damage observed to the catheter body. The catheter body was cut opened and the proximal leadwire was found damaged/broken at the 3 centimeter area. This event was determined to be reportable following edwards standard procedures. A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
The iol was explanted when the haptic tore off. Pt's prognosis is good.